Event description:
It was reported by service report that the mattress has fluid ingress. No patient involvement or adverse consequences were reported. A new mattress has been ordered for the customer to replace this mattress.